Event description:
It was reported that the patient has undergone a total of four surgeries related to the device (dates and purposes of surgery not reported). It was also reported that the patient's device is currently loose, subsequent to an impact to the head.it is unknown if there are plans to explant the device and reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4): implanted device remains.